Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed using the fluoro as it was still available. The philips field service engineer (fse) inspected the system onsite and confirmed the exposure issue. Analysis of system log file by fse showed small focus defect and tube current out of range error. Upon troubleshooting, fse found that the tube was defective and needs to be replaced. Later after the quote approval by the customer, fse replaced the tube and returned it to philips for further analysis. The part analysis confirmed that the tube failure was due to blow (wear out) of both filaments after intensive usage. After the replacement of the tube, the system was returned to use in good working order. The codes were updated based on the investigation outcome.